Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection was performed. Two (2) pictures were attached, during the analysis conducted it could be observed a top view of the circuit product. The other picture make focus to a section was tier damage is observed due embedded resin in circuit. Visual inspection results: sample present a tier damage due embedded resin in the circuit; thus, failure mode is confirmed. Per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause. A CAPA was opened to investigate the reported issue. The principal cause defined by the team is the screw and barrel wear on flights, condition that affect directly to the internal plastination process due worn flights on screw. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
The breathing circuit and the breathing bag were returned. As a result of observing the breathing circuit, a dent and a hole were found about 75 cm from y connector. When a leak test was performed, the pressure did not rise at all, and it did not conform to the product standard. The reported event was confirmed. The root cause may be due to manufacturing. The sample was sent for further investigation to a different manufacturing site. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the pre-use check, leakage of air from the device was observed. No patient injury was reported.